Manufacturer narrative:
Investigation summary: analysis summary: no product return. No logs available. Mechanical interaction with blood/hemolysis: the root cause of the mechanical interaction with blood/hemolysis was unable to be determined due to no product returned and insufficient clinical details provided. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During repositioning, the patient experienced ischemia. The left leg is cool, mottled and unable to doppler pulses, both limbs were ischemia. Additionally, the patient experienced hematuria and hemolysis was found during lab draws. The doctor tried to use a reperfusion sheath to resolve, actions did not resolve the ischemia. Other contributing factors are multiple pressers, poor perfusion, and traumatic foley insertion. The device was weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.